Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring seal did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B) (4).